Event description:
Adverse event(s): "cannot see clearly, it is cloudy" (vision, impaired); "fluid in her eye" (no code available). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, she cannot see clearly and that her vision is cloudy. She stated that it felt like she is seeing through "a white sheer curtain" and her sight is "worse than it was". She consulted her surgeon, as well as, a retinal specialist who noted that the back of the eye was normal and that there was no macular pucker. The retinal specialist did note fluid in her eye and treated her with medication. The consumer stated, she discontinued the medication because it was not helping. She stated that the implanting surgeon has referred her to a neuro-ophthalmologist whom she has not yet seen. The consumer also stated that since the surgery, the optometrist put prism in her glasses for the unaffected eye. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 05/25/2010, 06/02/2010, and 06/08/2010 by phone, fax, and mail, a completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).